Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt popped. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning as it was discarded.

Manufacturer narrative:
H6: since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. (B)(4).